Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) asian male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella 2.5. During support, the patient endured a cerebrovascular accident as a result of a thrombus traveling to the patient's brain. The physician could not rule out the impella device as a causal relationship to this event. The patient was withdrawn from care due to a due not resuscitate order and expired. The physician ruled the patient's death as the result of the original disease and not related to the impella device.